Event description:
A malfunction was reported on the pump, but no notable events occurred prior to it. There was no information regarding any adverse impact on the customer's blood glucose level. Technical support provided the customer with instructions to reset the pump, which resolved the issue as the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support again if any further issues arise.